Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, an elevated blood glucose (bg) level of 900 mg/dl and a mild heart attack. The cause of elevated bg was unknown. Customer suspected consuming unspecified beverages, as well as pancreatitis to be a potential factor in contributing to the elevated bg; however, this could not be confirmed. The customer was admitted to the hospital where an insulin drip and 20 units of lantus insulin, as well as recommendation for a sliding scale were administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved.